Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported through the submission of a revision implant sheet that the patient's hip was revised. Revision implant sheet lists two omnifit crossfire 10° series ii inserts of different catalog numbers (no indication of either being wasted) and a 32 +5 morse taper lfit head.